Manufacturer narrative:
Device evaluation: nine devices were received and evaluated for the device fell off event complaint. All device functions were tested, and no issue was observed. However, due to the condition of the foam pad, the original adhesion properties could not be verified, and the complaint for these devices could not be confirmed.

Event description:
The patient reported that some of their v-go 30 did not stick for the entire wear period (fell off). No specific event dates or number of occurrences were reported. It was reported that devices are available for return to the manufacturer for evaluation.